Manufacturer narrative:
Investigation conclusion:customer data was reviewed showing all positive results are matched to typical amplification curves. Sample in question was requested for further evaluation but was not received. Unable to determine cause, contamination is suspect. Root cause: unable to determine source: phone.

Event description:
Customer reporting false positive sars result. Customer communicated the result was confirmed negative when refluxed to pcr.